Event description:
Healthcare professional reported that after injection with juvederm voluma xc and concomitant juvederm ultra xc in the tear troughs and "closer to the cheek bone", the patient experienced "swelling" and "hardness" at the injection sites approximately 7 weeks later. The patient also had additional juvederm voluma xc injected 2 weeks after the initial injections and also had a "laser clear and brilliant treatment" done in the week immediately preceding the onset of symptoms. The patient self treated with ice. A CT scan and "blood work" were performed. The injector put the patient on "bactrim" and stated the intention to also put the patient on "clindamycin" although the latter treatment was not able to be subsequently confirmed. Patient also received 30 units of hyaluronidase on each side to dissolve the product. This is the same event and the same patient reported under ID #3005113652-2014-00127 (allergan complaint (B)(4)) and MDR ID #3005113652-2014-00112 (allergan complaint (B)(4)) this is the first MDR submitted for the first suspected product. Juvederm voluma xc.

Manufacturer narrative:
Medwatch sent to FDA on 04/10/2014. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swelling/edema", inflammation and "hardness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.